Event description:
Unomedical reference number (B)(4) event occurred in the united states on 06-19-2024 it was reported by the patient that 5 infusion sets were kinked. After 3 hours of insertion patient noticed the symptoms. Blood glucose level at the time of event was noticed 180mg/dl patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR . - device 1 of 5.